Manufacturer narrative:
The product is requested to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device delivered a shock therapy. However, the field representative was unable to view the episode and discovered that the battery capacity had depeleted. An increase in left ventricular (lv) lead pacing threshold was also noted. Device replacement was recommended. This device was explanted. There have been no adverse patient effects. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.